Event description:
A healthcare professional reported that before a vitreo retinal procedure the ophthalmic gas was not released from the tank. The procedure was completed using another product. There was no patient contact or impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The regulator was not returned for evaluation. A review of the batch production record could not be performed because the lot number was not reported. The expiration date could not be determined. A review of the complaint records could not be performed because the lot number was not provided. A review of confirmed complaints for regulators with low or no flow showed some complaints. With no additional, related information provided, the customer reported event was not confirmed. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).